Event description:
Additional information received from the manufacturer's representative (rep) reported the rep gave the patient adhesive discs to use instead of the belt and it was charging better.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a persistent thermometer icon and a call healthcare provider (hcp) code when charging. The exact code on the screen was not known. They were seeing the thermometer screen in the office and they had not even charged very long. The patient was not charging under blankets or pillows or near an ambient heat source. There was a damaged antenna. Every time the patient charged, she had seen the call hcp screen but did not recall the code. This implantable neurostimulator recharger (insr) issue occurred in 2015. It was noted the implantable neurostimulator (ins) was loose in the pocket due to weight loss. There were issues charging the ins due to the loose ins. The rep just held the insr over the ins to charge, but got good coupling and the rep talked about using biker shorts as an option. Relevant medical history included post-laminectomy pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.